Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in a brief interruption of cgm data to the ilet; troubleshooting included instructing the user to toggle cgm settings, re-pair to the ilet, and allow up to thirty minutes for reconnection. No clinical signs, symptoms, or conditions were reported, and blood glucose levels were unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. User support included technical support review and remote troubleshooting guidance regarding device connectivity and pairing procedures. Investigation of this case revealed a transient communication issue consistent with intermittent bluetooth connectivity between the sensor and ilet, with no evidence of device damage or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption related to pairing and configuration, resolved through standard troubleshooting.